Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 17.7-17.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 36.9-37.0cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 9.1-9.9cm, 18.4-18.8cm, and 19.1-19.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 28.1-28.3cm from the distal tip. The etfe coating was intact at these locations. Insulation damage was noted at 29.7-30.5cm from the distal tip consistent with clavicle crush damage. The svc conductor insulation was damaged at this location.

Event description:
It was reported that the lead was explanted due to externalized conductors. No further information is available.